Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned

Event description:
During a triathlon total knee procedure, after implantation on the final prosthesis, the poly thickness needed to be increased. The initial poly was removed and another inserted. The poly was unable to be locked into the base plate and was down laterally but raised medially. After several attempts to seat the poly it had to be removed and another implanted. This time successfully.

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Conclusion: one insert component with the locking wire attached with the lot number 3740vr was returned for evaluation. The locking wire is bent and out of the locking wire tab on one side. Damage is visible on the inferior posterior side of the insert as well as the anterior superior side. There are also scratches visible on the inferior and side of the insert. Damage is consistent with attempted implantation and subsequent explantation of the device. The event itself could not be confirmed as insufficient information was provided. Further information such as images of the device taken when the alleged event was identified is required to complete the investigation for confirming the event and determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During a triathlon total knee procedure, after implantation on the final prosthesis, the poly thickness needed to be increased. The initial poly was removed and another inserted. The poly was unable to be locked into the base plate and was down laterally but raised medially. After several attempts to seat the poly it had to be removed and another implanted. This time successfully.